Event description:
During an appendectomy surgery, the covidien tri-staple 2.0 intelligent reload 30mm vascular staple load was loaded onto the handle and the yellow guard was removed as indicated. A piece of the yellow guard had broken off into the staples unbeknownst to the user or the surgeon. After use, the surgeon noticed a piece of yellow plastic in the abdominal cavity of the patient which was subsequently removed. Upon inspection of the stapler reloads, the operating room nurse noticed a small piece of plastic was broken off the guard. The guard of the second staple load removed as usual. Suggestion: inspect yellow stapler guards to insure they are intact before using the stapler.